Event description:
The patient presented in hospital with symptoms of af. Upon interrogation there was an alert for max charge limit reached. The device was ok after being reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.